Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.

Event description:
Found during test. According to the reporter, the device does not recognize the connection of the paddles and displayed a "connect cable" warning message. There was no report of pt use associated with the reported event.